Manufacturer narrative:
Images received: one photograph was received by the account of what appears to be the sprinter legend 1.5x15mm balloon and distal portion of the distal shaft. Blood is visible in the balloon and the inflation lumen, which possibly indicates the presence of a leak. There is possible stretching visible to the distal shaft. It cannot be determined from the photograph the exact location or characteristics of the leak site however the device was returned and the analysis is detailed below. Product analysis: the device returned deflated with blood and residue visible in the balloon and inflation lumen. The device was placed in the waterbath to disperse the residue. On removal from the waterbath, the device failed negative prep. On pressurisation of the device a leak was detected on the balloon working length. Visual inspection confirmed a short radial tear over the inner shaft marker. The balloon material was jagged and uneven at the leak site. There was lead in damage visible to the balloon material proximal to the leak site. (B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to pre-dilate a moderately calcified and moderately tortuous lad lesion. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that a balloon burst occurred during initial balloon inflation to 6atm. A sudden drop was noted on the inflation device. Device was not moved or repositioned prior to the burst. Physician used another device for pre-dilation. No patient injury reported.